Event description:
While donating plasma at biolife plasma services in (B)(6) on the afternoon of (B)(6) 2026 at around 1:50pm, I was told that my machine had malfunctioned and that I had lost enough blood that I am deferred and can no longer donate for 8 weeks. They did not provide me with paperwork or have me speak to a manager. They simply provided me with snacks and sent me on my way. In my opinion, this should not have happened. Machines should be checked consistently and medical staff were negligent of care to have not noticed the issue sooner. This could have caused a larger issue and now I am losing out on financial support for my family. This issue needs to be recorded so that it does not happen again, and I feel I should receive compensation for my time lost being able to donate. Please help me to make this right.